Event description:
It was reported that a physician used two pieces of duragen during a craniotomy procedure. The pt was opened a few weeks later and the duragen was no longer present. The physician advised that the pt had a dural leak. This incident is replated to 2008. Two pieces of duragen were used on the same pt. Additional info requested from the facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation will be conducted based on the reported info.